Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor was broaching femur when he noticed a pin coming loose. The handle was removed from the field immediately and replaced from another set. The was no adverse event to pt or outcome of surgery."